Event description:
Device report from synthes (B)(4) service & repair reports an event in (B)(6) as follows: device failure . Send in for repair. Oscillation saw attachment does not function. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number cannot be verified as a synthes lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device returned to manufacturer on 02/06/2014 no service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. Additional evaluation was conducted. The report indicates that during the pre-repair diagnostic assessment, the service technician identified the following codes: failure code: (B)(4) bearing not function defective probable cause code: (B)(4) strain wear, normal wear. No repair was carried out on the product just routine maintenance. Placeholder.